Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat at 0.0872 inches. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2025 12:41:54.000 until (B)(6) 2025 13:36:06.000 in pump downloaded history during basal and bolus. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: missing display window/cover, battery tube threads - cracked, cracked case (battery tube) and cracked case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin flow block alarm. Blood glucose value at the time of event was 416 mg/dl. The customer was treated with insulin pump (subcutaneous insulin infusion) and manual injection. The event involved product(s) mmt-1780kl, mmt-399a, mmt-332a. Troubleshooting was partially performed. Customer confirmed insulin did not exit during 5 units fill cannula or pump alarmed. Customer re-attempted load reservoir/fill tubing process after a complete set change and insulin did not exit or pump alarmed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1780kl was requested and the customer response was that the device will be returned. The customer will discontinue use of the infusion set. Mmt-399a was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-332a was requested and the customer response was that the device will be returned.